Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient forced to undergo a major surgery as a result of her essure implants. Surgery was much more complicated than a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ extreme pain") and genital haemorrhage ("excessive bleeding") in a 34-year-old female patient who had essure (batch no. 846828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic asthma, sleep apnea, hypothyroidism, depression and hypertension. Concomitant products included amlodipine, fexofenadine hydrochloride (allegra), fluticasone furoate;vilanterol trifenatate (breo ellipta), fluticasone propionate;salmeterol xinafoate (advair), levothyroxine, lisinopril, medroxyprogesterone acetate (depo provera), modafinil (provigil), montelukast, salbutamol sulfate (proair hfa), theophylline and theophylline (theo-24). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)/ extreme cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia was resolving. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient forced to undergo a major surgery as a result of her essure implants. Surgery was much more complicated than a tubal ligation leave taken from this job or other job for medical reasons- recovered from surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Outcome of dyspareunia, dysmenorrhoea updated to recovering / resolving. Lot number, new reporter, patient information , treatment and concomitant medication and medical history were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient forced to undergo a major surgery as a result of her essure implants. Surgery was much more complicated than a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ extreme pain') and genital haemorrhage ('excessive bleeding') in a 34-year-old female patient who had essure (batch no. 846828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic asthma, sleep apnea, hypothyroidism, depression and hypertension. Concomitant products included amlodipine, fexofenadine hydrochloride (allegra), fluticasone furoate;vilanterol trifenatate (breo ellipta), fluticasone propionate;salmeterol xinafoate (advair), levothyroxine, lisinopril, medroxyprogesterone acetate (depo provera), modafinil (provigil), montelukast, salbutamol sulfate (proair hfa), theophylline and theophylline (theo-24). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)/ extreme cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown, the dysmenorrhoea, dyspareunia and menorrhagia had resolved and the vaginal haemorrhage was resolving. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient forced to undergo a major surgery as a result of her essure implants. Surgery was much more complicated than a tubal ligation. Patient received treatment for- dyspareunia, dysmenorrhea and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both tubes. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received- outcome of the events dyspareunia, dysmenorrhea and menorrhagia were updated from recovering to recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ extreme pain") and genital haemorrhage ("excessive bleeding") in a 34-year-old female patient who had essure (batch no: 846828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic asthma, sleep apnea, hypothyroidism, depression and hypertension. Concomitant products included amlodipine, fexofenadine hydrochloride (allegra), fluticasone furoate;vilanterol trifenatate (breo ellipta), fluticasone propionate;salmeterol xinafoate (advair), levothyroxine, lisinopril, medroxyprogesterone acetate (depo provera), modafinil (provigil), montelukast, salbutamol sulfate (proair hfa), theophylline and theophylline (theo-24). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)/ extreme cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia was resolving. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient forced to undergo a major surgery as a result of her essure implants. Surgery was much more complicated than a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ extreme pain') and genital haemorrhage ('excessive bleeding') in a 34-year-old female patient who had essure (batch no: 846828,848828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic asthma, sleep apnea, hypothyroidism, depression, hypertension, constipation, heartburn, depression, perineal pain and dysmenorrhea. Concomitant products included amlodipine, fexofenadine hydrochloride (allegra), fluticasone furoate; vilanterol trifenatate (breo ellipta), fluticasone propionate; salmeterol xinafoate (advair), levothyroxine, lisinopril, medroxyprogesterone acetate (depo provera), modafinil (provigil), montelukast, salbutamol sulfate (proair hfa), theophylline and theophylline (theo-24). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)/ extreme cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse,"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown, the dysmenorrhoea, dyspareunia and menorrhagia had resolved and the vaginal haemorrhage was resolving. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient forced to undergo a major surgery as a result of her essure implants. Surgery was much more complicated than a tubal ligation. Patient received treatment for- dyspareunia, dysmenorrhea and menorrhagia. The coils protruding from the os were within protocol range (2- 12): right 4 and left 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: full occlusion of both tubes. Bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: mr received : reporter information added. Lot no. Added. Medical history were added. Fu 5 and 6 processed together. On 9-dec-2019: pfs received. Fu 5 and 6 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ extreme pain') in a 34-year-old female patient who had essure (batch no. (846828) 848828-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic asthma, sleep apnea, hypothyroidism, depression, hypertension, constipation, heartburn, depression, perineal pain and dysmenorrhea. Concomitant products included amlodipine, fexofenadine hydrochloride (allegra), fluticasone furoate;vilanterol trifenatate (breo ellipta), fluticasone propionate;salmeterol xinafoate (advair), levothyroxine, lisinopril, medroxyprogesterone acetate (depo provera), modafinil (provigil), montelukast, salbutamol sulfate (proair hfa), theophylline and theophylline (theo-24). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)/ extreme cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),") and genital haemorrhage ("excessive bleeding"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown, the dysmenorrhoea, dyspareunia and menorrhagia had resolved and the vaginal haemorrhage was resolving. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient forced to undergo a major surgery as a result of her essure implants. Surgery was much more complicated than a tubal ligation. Patient received treatment for- dyspareunia, dysmenorrhea and menorrhagia. The coils protruding from the os were within protocol range (2- 12): right 4 and left 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both tubes. Bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.